Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information. Device evaluated by MFR: the ranger device was returned for evaluation. The device was received with the loading tool covering the balloon. The investigator removed the loading tool. A visual examination identified that the balloon was tightly folded which indicates that the balloon was not subjected to positive pressure. The returned device was attached to a boston scientific encore inflation unit, and the balloon was inflated to its rated burst pressure of 14 atm with no leaks or issues noted. As per IFU the rated burst pressure for this device is 14 atmospheres. The markerbands and tip section of the device were visually examined, and no issues were noted with the markerbands or tip of the device. A visual and tactile examination of the hypotube shaft found no issues with the shaft. No other issues were identified during the product analysis.

Event description:
It was reported that the balloon burst. A 3.00mm x 150mm, 150cm ranger sl drug-coated balloon was selected for use. The balloon ruptured before it was inflated to its nominal burst pressure. It was further reported that the target lesion was 100% stenosed, non-tortuous and moderately calcified vessel.

Manufacturer narrative:
Additional event and patient details were not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon burst. A ranger sl drug-coated balloon was selected for use. The balloon ruptured before it was inflated to its nominal burst pressure.